Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after a surgery where a distal fibula plate (stainless steel) was inserted the patient showed signs of nickel / allergic reactions. No further information received. Update avoe 09-jan-2025. It was confirmed that the part- and lot number of the device remain unknown. The symptoms of the patient were described as a rash near the cicatrice and no information was made available regarding the further treatment of the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.